Manufacturer narrative:
(B)(6). The device was manufactured january 9, 2018 ¿ january 12, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not flow. The device had been filled with 4600mg fluorouracil diluted with 115ml of 0.9% sodium chloride, and it was observed that 100% remained in the bladder after patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.